Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxford uni twin-peg femoral lg; item# 166943; lot# j6822137 oxf anat brg lt lg size 4 PMA; item# 159555; lot# 7500681 g2 - foreign: japan the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two months after the patient underwent a unicompartmental knee arthroplasty, they were revised due to pain caused by tibial bone fracture. The surgeon speculates that at the time of the primary procedure, there may have been insufficient reaming of the femur, which possibly led to stress on the tibia causing a fracture. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the DHR for this device identified no deviations or anomalies. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.